Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator generated several breath delivery bd/ graphical user interface gui communication errors. The ventilator was not in use on a patient at the time of the reported event. Technical support troubleshot this issue with the customer over the phone and recommended the customer to perform a ground isolation test. If test passed to replace the gui cable.